Event description:
Pt implanted into the nasolabial 01/22/1998. Onset of implant extrusion in nasolabial, exact date unk. Implant explanted 03/03/1998. Pt treated with antibiotics, exact date unk. No other info available.